Event description:
As reported via the (B)(4) study, a revive se (frs214522c/ t10000) failed to create a flow channel through the left middle cerebral artery occlusion. Baseline nihss was 17, tici was 0, pre-stroke mrs was 0. The revive se was passed 3 times, but post-procedural angiogram showed only tici 1 recanalization. After treatment with the revive se, additional treatment using penumbra was performed, resulting in tici 3 as a final score. The revive se device partially collected thrombus. There was no reported malfunction of the product. Post-procedural CT showed evidence of bleeding at penetrating branches of the left basal nucleus, and contrast leakage around the bleeding legion. The following day, no further bleeding was observed, but swelling in the left hemisphere involving midline shift was observed. Nihss was 32 three days after the procedure. According to the investigator, the hemorrhage occurred when the blood flow restarted after thrombectomy involving fragile vessels caused by ischemic condition. Therefore, causal relationship with the study device cannot be denied.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion of the affected artery and hemorrhage are known potential complications of the revive se and are listed in the IFU as such. The root cause of the inability to create a flow channel with use of the revive se cannot be determined based on the information available. The post-procedure hemorrhage is most likely related to the procedure, with the increased flow that was provided to ischemic vessels beyond the area of occlusion. This is a known procedural complication post cerebral thombectomy. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.